Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd 30 ml syringe experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description: today while onsite the user facility, the nicu stated they continue to have leaking problems when using the bd 30 ml syringes. When speaking to one of the nicu clinicians, she had only heard of the smaller syringe sizes leaking. However she mentioned her own experience with leaking with 3ml bd syringes (with medication infusions). The nicu states the leak occurs after the start of the infusion, and seeing they are most likely running at low flow rates the leak may not be noticed a first but eventually will see dripping from the IV set with the leak happening at the hub of the syringe and the connector. The smaller size bd syringes, 30 ml, would be attached to a connector and to the bd extension set.

Event description:
It was reported that an unspecified number of an unspecified bd 30 ml syringe experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown event description: today while onsite the user facility, the nicu stated they continue to have leaking problems when using the bd 30 ml syringes. When speaking to one of the nicu clinicians, she had only heard of the smaller syringe sizes leaking. However she mentioned her own experience with leaking with 3ml bd syringes (with medication infusions). The nicu states the leak occurs after the start of the infusion, and seeing they are most likely running at low flow rates the leak may not be noticed a first but eventually will see dripping from the IV set with the leak happening at the hub of the syringe and the connector. The smaller size bd syringes, 30 ml, would be attached to a connector and to the bd extension set.

Manufacturer narrative:
H.6. Investigation summary as no physical sample, picture sample, product number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.